Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause for the device overheating was determined to be due to improper use which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the motor device power was too weak. During in-house engineering evaluation, it was determined that the device did not rotate when performing directional control assessment and a c-o error code displayed. It was further determined that the handpiece potting had melted causing the motor drive shaft to seize-up which caused the overheating. It was also observed that the device was engaged while performing directional control assessment; there was a clicking sound, then c-o was displayed on console and the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Correction: device evaluation: it was inadvertently missed in the initial report that the handpiece potting had melted causing the motor drive shaft to seize-up was determined to be consistent with overheating due to misuse - excessive force during use. If additional information should become available, a supplemental medwatch report will be sent accordingly.